Manufacturer narrative:
Unit received with currents in specification. No blank display. Lcd board ok. No audio/beep anomaly noted. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display and it would not turn on. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis.